Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this is for an unknown synthes mono/polyaxial screws universal spinal system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lange, u., bastian, l. And krettek, c. (2004), compound osteosynthesis as treatment for an osteoporotic fracture of the first lumbar vertebra in a (B)(6) female patient, unfallchirurg, vol. 108, pages 158-162 (germany). This study presents a case report of a (B)(6) woman had increasing neurological deficits with an l-1 burst fracture with proximal paresis of the left leg. She was treated with long distance stabilization with an unknown synthes universal spinal system. After a fall event 14 days later, there were 4 caudal pedicle screws cutting through and loosening caudally. Patient had more pain after the fall. Re-instrumentation was performed from t 11 to l3 with cementing of the pedicle screws in the specified screw channels. At 6 weeks follow-up, a fresh compression fracture of the 4th lumbar vertebra was noticed. The patient was under analgesia and had few complaints, so compression fracture was conservatively treated. This is for an unknown synthes mono/polyaxial screws: universal spinal system (uss). This is report 1 of 1 for (B)(4).